Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010, the patient was evaluated for a six month history of low back pain and numbness of her upper legs. The pain radiated to the left lower quadrant of her abdomen and to her left hip. A lumbar x-ray showed loss of lordosis, severe l4-l5 degenerative disc disease with retrolisthesis, and slightly lesser degenerative disc disease at l5-s1. An MRI of the lumbar spine was obtained on (B)(6) 2010 that showed multilevel disc and osseous degenerative disease, an l5-s1 marginal osteophyte that contributed to right lateral recess and right foraminal stenosis, l4-l5 mild degenerative retrolisthesis, posterolateral/lateral annular protrusion producing left lateral recess and left foraminal stenosis, and an l3-4 shallow, broad-based right posterolateral/lateral annular protrusion. On (B)(6) 2010, the patient underwent left and right l4-l5 transforaminal epidural steroid injections under fluoroscopic guidance. On (B)(6) 2010, the patient returned to the clinical for evaluation of severe low back pain. She denied tingling and numbness. On physical examination tenderness to palpation was reported over the lumbosacral junction and the sacroiliac joint. The patient was diagnosed with lumbar spondylosis without myelopathy, lumbar radiculopathy, sacroiliac pain, and urinary incontinence. The patient was treated with a steroid, neurontin, toradol im, and opioid analgesics. On (B)(6) 2010 the patient underwent an l4-s1 posterior/posterolateral fusion, l4-s1 posterior lumbar interbody fusion, l4-l5 left sided laminotomy, and l5-s1 right sided laminotomy/decompression with posterior instrumentation, l4-s1 interbody implant, and local allograft bone secondary to l4-s1 spondylosis with stenosis. Globus medical inc. Rods, screws, locking caps, and spacers were used for the procedure. Intraoperatively , morselized local allograft bone was impacted into the disk space at l4-l5 and l5-s1 followed by a single sponge of medtronic rhbmp-2/acs. An appropriate sized globus peek interbody implant was then placed into the interbody space. Neural monitoring was utilized throughout the procedure and no significant change in signal was identified. The patient tolerated the procedure well without any complications. Postoperatively she experienced some numbness in her right calf and had a white blood count elevation to 20,000. She was diagnosed with a urinary tract infection and treated with bactrim, however, the urine culture was negative. The white count came down to 14. She was started on physical therapy immediately postoperatively. On (B)(6) 2010, the patient was evaluated in the emergency department with complaints of low back pain. She reported a burning sensation to the right lumbar area and bruising was noted below the surgical incision. The pain worsened with movement and developed suddenly. She was diagnosed with lumbo-sacral strain and was treated with intramuscular pain medication and diazepam. On (B)(6) 2010, the patient was seen in the clinic for a two week post-operative follow-up visit. She reported that she felt like there was a lot of inflammation and pressure in her back. She also reported weakness in her legs and described feeling like she was going to fall. On physical examination the incisions looked ¿great¿ and mild to moderate edema was noted throughout the low back. The patient was treated with a steroid taper, toradol, and bone stimulator in addition to opioid analgesics and muscle relaxers. On (B)(6) 2010, the patient was evaluated for severe low back pain, tingling, numbness, and soreness in her hip joints. She reported swelling in her back and left leg. She also reported that there was a spot in her right leg that she loses feeling in. The patient stated she could not stand to sleep on her back because the pressure irritated her. She stated that the steroids helped her and that when she wasn¿t experiencing the inflammation she was okay. A lumbar x-ray revealed that hardware was in good position. On (B)(6) 2010, the patient was provided with a tens unit for home use. On (B)(6) 2010, the patient was evaluated in the clinic for continuing low back pain. She stated that her pain level was dependent on how swollen she was. She had been using the bone stimulator, opioid analgesics, anti-inflammatories, and cold gel pack to treat her pain. On (B)(6) 2010, the patient was seen in the clinic for evaluation of low back pain. The patient reported her pain was mild and denied any numbness/tingling. She reported that she did some lifting the previous week which aggravated her back and caused a ¿catching¿ feeling. She also reported she was unable to sleep. An x-ray of the lumbar spine revealed that the hardware remained in good position. On (B)(6) 2010, the patient was evaluated in the clinic for complaints of moderate back pain and swelling. She reported that pain radiated into her right hip and that she experienced tingling in the area. Standing and sitting aggravated her pain. She was diagnosed with spinal enthesopathy. A trigger point injection of marcaine, carbocaine, and depomedrol was given in the area of maximal tenderness. The patient tolerated the injection well. On (B)(6) 2010, the patient returned to the clinic for follow-up of her low back pain. She reported mild pain and some tingling and swelling. She also reported a cyst on her left groin. She stated that it had busted open and was draining. She reported the injection at the last visit was helpful. On (B)(6) 2011, the patient returned to the clinic for a follow-up visit. She reported moderate pain that radiated into her abdominal region. She reported swelling, numbness, and tingling in her low back area. She reported that her pain was worse on the right side. She underwent another trigger point injection at the area of maximal tenderness and planned to begin physical therapy. On (B)(6) 2011, the patient was evaluated in the clinic for complaints of lower right back pain. She reported that she had been doing well until mid-(B)(6) when a chiropractor made an adjustment of her upper back. She reported that since then she has been ¿going downhill¿. She reported some relief with the trigger point injections. On (B)(6) 2011, the patient returned to the clinic for follow-up of low back and right hip pain. She stated her pain was worse in the evening and that she had difficulty getting up and down. She reported that she felt like something had ¿slipped¿ or that she had a ¿catch¿ in her lower back. A lumbar x-ray revealed that the hardware remained in good position and there was no obvious progression of fusion. The patient underwent another trigger point injection in the area of maximal tenderness. On (B)(4) 2011, the patient was evaluated in the clinic for low back pain. She stated she took a ¿hard sit¿ on a swing last week at which time she felt pressure from her tailbone into the middle of her lower back. She reported some swelling and tingling in the area and stated that her pain radiated down into her buttocks and her upper front bilateral legs when walking. She also reported that her heels hurt and that her legs felt restless. A lumbar x-ray showed that the surgical hardware remained in good position. On (B)(6) 2011, the patient returned to the clinic for follow-up of low back pain. She complained of discomfort in her lower back and described a pulling sensation in her back with pain progressing throughout the day. She also reported that she had developed migraines. On (B)(6) 2011, the patient was evaluated in the clinic for lower right back pain. Her pain was aggravated by walking, standing, and bending and was relieved by sitting, ice and heat. She also reported radiation of pain to the right knee. The patient was evaluated for a six week course of physical therapy. On (B)(6) 2011, the patient underwent a lumbar myelogram that revealed postoperative changes with no evidence of hardware failure. There was no bony bridging at the postsurgical l4-l5 and l5-s1 levels. Degenerative postoperative facet changes with moderate right-sided foraminal narrowing at l3-l4 and mild bilateral foraminal narrowing at l4-l5 were noted. There was minimal narrowing of the central canal within the lumbar spine of questionable significance.